Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm. Customer also reported that numbers continued to scroll when entering blood glucose value. Customer's blood glucose was 6.3 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.